Event description:
During esophageal motility, the sierra computer system stopped working. While the catheter was in the pt, the nurse called the company techs. Both companies tried to assist, but could not resolve this issue. The catheter had to be removed, manoscan recalibrated and the entire procedure repeated successfully.